Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.5 inr): vial number: (B)(6), qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. Vial number: (B)(6), qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured during surgery. There was no patient injury as a result of the malfunction. Attempt for further information has been made, but no further information has been provided.